Event description:
It was reported that the patient went into ventricular fibrillation. Undersensing was observed. Therapy was delivered. The patient expired. There is no allegation from a health care professional that the death was related to the device. No further information is available.

Manufacturer narrative:
The is-1 and rv df-1 lead connectors were returned for analysis. Analysis was normal. No anomaly found. Without the return of the complete lead, a full analysis could not be performed.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.